Event description:
This sys was returned for normal periodic maintenance. Note: there is no record of this sys having rec'd its annual factory maintenance. This sys originally shipped in (B)(6) 2008. During the eval of this sys, once opened, inspection of the interior components showed discoloration and appears to have been overheated or exposed to a corrosive. The battery has not been replaced per the periodic maintenance requirement and is non-functional, it appears to be swollen. This unit is unrepairable.

Manufacturer narrative:
(B)(4). This sys was returned for normal periodic maintenance. Note: there is no record of this sys having rec'd its annual factory maintenance. This sys originally shipped in april 2008. During the eval of this sys, once opened, inspection of the interior components showed discoloration and appears to have been overheated or exposed to a corrosive. The battery has not been replaced per the periodic maintenance requirement and is non-functional, it appears to be swollen. This unit is unrepairable.